Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 4. Reference MFR. Report#: 1627487-2017-01066, reference MFR. Report#: 1627487-2017-01199, reference MFR. Report#: 1627487-2017-01201. Follow-up revealed the patient underwent surgical intervention. During the procedure, the doctor moved the strain relief loop deeper into the pocket. Surgical intervention resolved the patient's issue. Note: additional device information gathered revealed the patient has four leads for off-label use. All leads are being reported because it is unknown which device was related to the event.

Event description:
Device 3 of 4. Reference MFR. Report#: 1627487-2017-01066, reference MFR. Report#: 1627487-2017-01199 , reference MFR. Report#: 1627487-2017-01201. Additional information gathered via follow-up revealed the patient had experienced discomfort in relation to their lead being superficial.

Event description:
Device 3 of 4. Reference MFR. Report#: 1627487-2017-01066, reference MFR. Report#: 1627487-2017-01199, reference MFR. Report#: 1627487-2017-01201. Additional information gathered revealed the date of surgical intervention was confirmed to be (B)(6) 2017.